Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) device were surgically explanted. During a routine follow up appointment, there was over-sensing of noise, and increasing impedance to 170 ohms. A request was made to have data from this device analyzed. Data analysis of the x-ray images revealed that the electrode had migrated from its original implant position. The distance between the shock coil of the electrode and the sternum is 3 cm. The physician advised this occurrence was due to the patient increasing significant weight gain. During the explant procedure, it was noted that the electrode had dislocated. The electrode and s-ICD device will not be returned. No additional adverse patient effects were reported.